Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.the plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature less than the lower specification limit of 35.8°c as stated in (B)(4) , effective date: 08jun2017 was followed for the batch. Investigation (B)(4) was conducted to determine the root cause of seven wraps with an individual cold cell. The thermal test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. The root cause of the cold cells was identified as equipment: brine pump number a9 was found to be broken. The brine pump was replaced under work order (B)(4) on (B)(6) 2017. This brine pump correlates to all the cells that were found to be cold in this investigation. According to the cap procedure ((B)(4), effective (B)(6) 2015, revision 4.0), no event report is required if a manufacturing issue was identified prior to quality control results being known for that hour of production and correction action was taken to correct the observed issue. All the cells involved in investigation (B)(4) were for an individual cold cell that did not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blister, blister is dry and not draining, the skin had come off [blister] , heatwrap was directly on skin, did not check skin during use, had read usage instructions [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t38954, expiration date jun2020) from an unspecified date in (B)(6) 2017 to an unspecified date in (B)(6) 2017 for a bad back, every once in a while her muscle tenses up. Medical history included ongoing diabetes mellitus (has had this condition for 20 to 30 years), a cold from (B)(6) 2017 and ongoing (caller coughed throughout call, has a cold started about 2 weeks ago), ongoing neuropathy peripheral (she has had this condition for 5 years), ongoing sensitive skin from an unspecified date and gastrooesophageal reflux disease from an unknown date and unknown if ongoing. Concomitant medication included insulin lispro (humalog insulin), insulin glargine (lantus), esomeprazole magnesium (nexium 24hr) and unspecified vitamins (vitamins). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as 2 to 3 months ago) for an unspecified indication and never experienced any problems before. The patient reported she applied the heatwrap directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back on (B)(6) 2017 and noticed a blister when she took the heatwrap off on (B)(6) 2017. She stated it is a small blister on her back by her waist where her pants would sit and her pants might rub it. The patient reported the blister is dry and not draining. She stated the skin had come off and the blister was improving. The patient reported she applied the heatwrap on her lower back for 8 or 9 hours (no more than an hour past the 8 hours) as she was traveling and may not have gotten home in time to take it off. She had not contacted a healthcare professional. The patient was currently under the care of a physician for her diabetes and cold symptoms. The patient washed the area very well and treated it with bacitracin or neosporin and bandaids. The patient mentioned the heatwrap involved with the blister had been discarded. The patient assessed her skin tone as fair. She has sensitive skin but denied any abnormal skin conditions. The patient reported she did not have poor circulation, did not have heart disease, no difficulty feeling heat or pain on her skin, no rheumatoid arthritis and no decreased sensation. She had previously used other heat products for pain relief described as bengay, years ago, and reported the patch would not stay on. The patient did not engage in exercise while wearing the heatwrap. She did not check her skin under the heatwrap during use and had read the usage instructions prior to use. She denied sleeping while wearing the heatwrap. Action taken with the suspect product was temporarily withdrawn on an unspecified date in (B)(6) 2017. Therapeutic measures taken included washing the blister very well and treating it with bacitracin or neosporin and bandaids. Clinical outcome of the event blister was resolving. Clinical outcome of remaining events was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.the plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature less than the lower specification limit of 35.8°c as stated in spec- (B)(4), effective date: (B)(6) 2017 was followed for the batch. Investigation (B)(4) was conducted to determine the root cause of seven wraps with an individual cold cell. The thermal test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. The root cause of the cold cells was identified as equipment: brine pump number a9 was found to be broken. The brine pump was replaced under work order (B)(4) on (B)(6) 2017. This brine pump correlates to all the cells that were found to be cold in this investigation. According to the cap procedure ((B)(4), effective (B)(6) 2015, revision 4.0), no event report is required if a manufacturing issue was identified prior to quality control results being known for that hour of production and correction action was taken to correct the observed issue. All the cells involved in investigation (B)(4) were for an individual cold cell that did not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events "blisters after she applied the heatwrap/ directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back/she did not check her skin under the heatwrap during use and had read the usage instructions prior to use" were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "blisters after she applied the heatwrap/ directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back/she did not check her skin under the heatwrap during use and had read the usage instructions prior to use" were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time

Event description:
Event verbatim [preferred term] blister, blister is dry and not draining, the skin had come off [blister] , heatwrap was directly on skin, did not check skin during use, had read usage instructions [intentional device misuse] , . Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t38954, expiration date jun2020) from an unspecified date in (B)(6) 2017 to an unspecified date in (B)(6) 2017 for a bad back, every once in a while her muscle tenses up. Medical history included ongoing diabetes mellitus (has had this condition for 20 to 30 years), a cold from (B)(6) 2017 and ongoing (caller coughed throughout call, has a cold started about 2 weeks ago), ongoing neuropathy peripheral (she has had this condition for 5 years), ongoing sensitive skin from an unspecified date and gastrooesophageal reflux disease from an unknown date and unknown if ongoing. Concomitant medication included insulin lispro (humalog insulin), insulin glargine (lantus), esomeprazole magnesium (nexium 24hr) and unspecified vitamins (vitamins). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as 2 to 3 months ago) for an unspecified indication and never experienced any problems before. The patient reported she applied the heatwrap directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back on (B)(6) 2017 and noticed a blister when she took the heatwrap off on (B)(6) 2017. She stated it is a small blister on her back by her waist where her pants would sit and her pants might rub it. The patient reported the blister is dry and not draining. She stated the skin had come off and the blister was improving. The patient reported she applied the heatwrap on her lower back for 8 or 9 hours (no more than an hour past the 8 hours) as she was traveling and may not have gotten home in time to take it off. She had not contacted a healthcare professional. The patient was currently under the care of a physician for her diabetes and cold symptoms. The patient washed the area very well and treated it with bacitracin or neosporin and bandaids. The patient mentioned the heatwrap involved with the blister had been discarded. The patient assessed her skin tone as fair. She has sensitive skin but denied any abnormal skin conditions. The patient reported she did not have poor circulation, did not have heart disease, no difficulty feeling heat or pain on her skin, no rheumatoid arthritis and no decreased sensation. She had previously used other heat products for pain relief described as ben gay, years ago, and reported the patch would not stay on. The patient did not engage in exercise while wearing the heatwrap. She did not check her skin under the heatwrap during use and had read the usage instructions prior to use. She denied sleeping while wearing the heatwrap. Action taken with the suspect product was temporarily withdrawn on an unspecified date in (B)(6) 2017. Therapeutic measures taken included washing the blister very well and treating it with bacitracin or neosporin and bandaids. Clinical outcome of the event blister was resolving. Clinical outcome of remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events "blisters after she applied the heatwrap directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back" were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device., comment: based on the information provided, the events "blisters after she applied the heatwrap directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back" were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature less than the lower specification limit of 35.8°c as stated in (B)(4), effective date: 08jun2017 was followed for the batch. Investigation (B)(4) was conducted to determine the root cause of seven wraps with an individual cold cell. The thermal test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. The root cause of the cold cells was identified as equipment: brine pump number a9 was found to be broken. The brine pump was replaced under work order (B)(4) on 25jul2017. This brine pump correlates to all the cells that were found to be cold in this investigation. According to the cap procedure ((B)(4), effective 14dec2015, revision 4.0), no event report is required if a manufacturing issue was identified prior to quality control results being known for that hour of production and correction action was taken to correct the observed issue. All the cells involved in investigation (B)(4) were for an individual cold cell that did not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blister, blister is dry and not draining, the skin had come off/it was a burn from thermacare wrap [burns second degree] , heatwrap was directly on skin, did not check skin during use, had read usage instructions [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t38954, expiration date jun2020) from an unspecified date in (B)(6) 2017 to an unspecified date in (B)(6) 2017 for a bad back, every once in a while her muscle tenses up, muscle pain. Medical history included ongoing diabetes (has had this condition for 20 to 30 years), a cold from (B)(6) 2017 and ongoing (caller coughed throughout call, has a cold started about 2 weeks ago), ongoing neuropathy from 2012 (she has had this condition for 5 years), ongoing sensitive skin from an unspecified date and acid reflux from an unknown date and unknown if ongoing. Ongoing concomitant medications included insulin lispro (humalog insulin) 3 times a day injection (it is a scale, dose varies) in stomach for diabetes; insulin glargine (lantus) 36 units injection once a day in stomach or arms for diabetes; esomeprazole magnesium (nexium 24hr) taking 1 a day for acid reflux and unspecified vitamins (vitamins). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as 2 to 3 months ago) for an unspecified indication and never experienced any problems before. The patient reported she applied the heatwrap directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back on (B)(6) 2017 and noticed a blister when she took the heatwrap off on (B)(6) 2017. She stated it is a small blister on her back by her waist where her pants would sit and her pants might rub it. The patient reported the blister is dry and not draining. She stated the skin had come off and the blister was improving. The patient confirmed it was a burn from thermacare wrap. The patient reported she applied the heatwrap on her lower back for 8 or 9 hours (no more than an hour past the 8 hours) as she was traveling and may not have gotten home in time to take it off. She had not contacted a healthcare professional. The patient was currently under the care of a physician for her diabetes and cold symptoms. The patient washed the area very well and treated it with bacitracin or neosporin and bandaids. The patient mentioned the heatwrap involved with the blister had been discarded. The patient assessed her skin tone as fair. She has sensitive skin but denied any abnormal skin conditions. The patient reported she did not have poor circulation, did not have heart disease, no difficulty feeling heat or pain on her skin, no rheumatoid arthritis and no decreased sensation. She had previously used other heat products for pain relief described as ben gay, years ago, and reported the patch would not stay on. The patient did not engage in exercise while wearing the heatwrap. She did not check her skin under the heatwrap during use and had read the usage instructions prior to use. She denied sleeping while wearing the heatwrap. The patient reported she was all healed and was not going to sue. The patient was not hospitalized in response to the event blister. Action taken with the suspect product was temporarily withdrawn on an unspecified date in (B)(6) 2017. Therapeutic measures taken included washing the blister very well and treating it with bacitracin or neosporin and bandaids. Clinical outcome of the event blister was resolved on an unspecified date. Clinical outcome of remaining event was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). Consumer reports a burn from a wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for individual cell temperature less than the lower specification limit of 35.8°c as stated in spec- (B)(4), effective date: 08jun2017 was followed for the batch. Investigation (B)(4) was conducted to determine the root cause of seven wraps with an individual cold cell. The thermal test method, samples, equipment and analyst training were reviewed and ruled out as potential root causes as they were compliant with the requirements. The root cause of the cold cells was identified as equipment: brine pump number a9 was found to be broken. The brine pump was replaced under work order (B)(4) on 25jul2017. This brine pump correlates to all the cells that were found to be cold in this investigation. According to the cap procedure ((B)(4), effective 14dec2015, revision 4.0), no event report is required if a manufacturing issue was identified prior to quality control results being known for that hour of production and correction action was taken to correct the observed issue. All the cells involved in investigation (B)(4) were for an individual cold cell that did not impact in the temperature profile of the wrap. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (20dec2017): new information received from product quality complaint group includes investigation results. Follow-up (31jan2018): new information received from a contactable consumer includes: indication, event outcome. Subsumed the verbatim term "it was a burn from thermacare wrap" into "blister, blister is dry and not draining, the skin had come off" and recoded from "blister" to "burn blister". The patient was not hospitalized in response to the event blister. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events "burn blisters/ directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back/she did not check her skin under the heatwrap during use and had read the usage instructions prior to use" were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burn blisters/ directly on the skin (heatwrap was sitting underneath pants and underwear) on her lower back/she did not check her skin under the heatwrap during use and had read the usage instructions prior to use" were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.